Event description:
Procedure: penile prosthetic implant guide broke in urethra during insertion. The hosp reports that the pt had been catheterized with a foley catheter prior to surgery. During surgery dr was using the filiform and guide. Guide broke into two pieces in the pt's urethra. Cystoscopy with suprapubic catheter was used to retrieve the guide piece. Nurse stated that surgeon elected to not continue with prosthetic implant, but hosp medwatch report does not mention this. Nurse also reported pt experienced prolonged hosp stay, though this, also, was not in medwatch. Device may not be available. Currently is being held by pathology for investigation of incident.